Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, restenosed, arteriovenous fistula the armada 35 balloon only partially inflated. The device was removed from the anatomy without reported issue. Outside the anatomy a leak on the shaft was noted. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.